Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
On (B)(6) 2008, a greenfield vena cava filter was implanted in the patient. The patient had been hospitalized for recurrent deep vein thrombosis and pulmonary emboli. On or about (B)(6) 2016, the patient experienced extreme dizziness and chest pains. The patient was admitted and was subsequently diagnosed with having an abnormally fast heart rate that required emergency medical attention. No further information is available at this time.